Event description:
It was reported that the versajet handpiece primed properly, but did not work. Water did not come out. This was found during set up. A small delay was reported. Procedure was finished with same device. No patient harm reported.

Manufacturer narrative:
The device, which was intended for use in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection confirmed no defects, functional testing confirmed no fluid flow from tube cartridge. Root cause is determined to be a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.